Event description:
Traumatic birth; physician applied vacuum extractor; unable to pull baby out; did a c-section. Baby born with severe head trauma, swelling, possible fx. Transfered to acute care on 3/17, baby expired 3/21. Device seems to be working fine, however, hosp can't be sure.